Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated for about a month now they had been having trouble with the device not holding a charge. Pt initially thought it was the recharger not holding a charge and said the recharger screen would show "fully charged", but then charge goes away in a day. Pt then mentioned the recharger would show ins was fully charged, but it was not. Pss asked pt to clarify, and it was determined pt's ins battery was not holding a charge like it used to - pt said they had to charge the ins more often than they used to. Pt said their stimulation and activity levels had not changed, pt but had noticed some of their spasmatic torticollis (what ins was put in for) symptoms were coming back (like hand tremors), which started probably 3 months ago. Pt started a recharging session and reported recharger battery was fully charged, and they had 6 coupling bars. At one point while trying to start recharging, pt mentioned they had to unbuckle their jeans to place antenna over ins, which was a pain in the neck (pss understood the "pain in the neck" as referring to having to unbuckle their jeans). The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pss reviewed recharger seemed to be working and redirected to hcp/rep to check recharging and ins as pt was having to charge more often and symptoms were coming back. Pss provided nas number for hcp office to call. (B)(6) 2021, (B)(4)/update: additional information from the pt said their ins stopped holding a charge, therefore, they needed to get their ins replaced.